Event description:
It was reported that during use in an arthroscopy, the functions of the quantum 2 controller such as coblation and coagulation were not working despite of the reading on the controller. The procedure had to be suspended because no back up device was available to complete the surgery.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Visual inspection of the customer provided picture shows a quantum unit with a 2/7 displayed on the screen. This does not provide complaint related information. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information ¿a2, a3¿.